Event description:
It was reported that the needle of the ophthalmic viscosurgical device (ovd), healon gv pro, was obstructed in the middle of the surgery; therefore, the needle was in contact with the patients eye. Account indicated that in the beginning the ovd came fluently but when adding ovd later it was stuck. The issue had no impact to the patient. A new ovd was used with no problems. The syringe is available for evaluation. No further information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: n/a, as the healon is not an implantable device. Explant date: n/a, as the healon is not an implantable device. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 10-mar-2023. Section h3: device evaluated by manufacturer yes. Device evaluation: the complaint sample consisted of an activated syringe with approximately 0.3ml of expellable healon solution along with a cannula attached at its proximal end and the plunger rod at its distal end. The complaint sample was placed in a tyvek lid which was folded. A visual inspection and functional testing of the returned product were performed and the results were found out of specification. Based upon the visual inspection of the complaint sample, the customer¿s narrative, the functional test, and the reported device problem code of cannula issues during procedure, the customer¿s observation was confirmed. However, the visual inspection of the complete complaint syringe did not indicate any component which had generated a particle which could have loosen and become lodged in the cannula thus blocking the exit path. There was no indication of coring of the rubber perforation membrane, glass particles from the cylinder, silicone flakes from the treated glass cylinder, damage to the cannula hub or material finds in the remaining ophthalmic viscosurgical device (ovd) solution which could explain the blockage in the cannula. The entire syringe functioned as intended when the cannula was unblocked and the ovd was easily expelled from the complaint syringe. Therefore, this investigation has not confirmed a product defect or malfunction which could have resulted in the blocked cannula and thus no probable cause. However, the provided picture and the customer narrative ''in the beginning ovd came fluently but when adding ovd later it was stuck'' indicate the probable cause might be due to dried healon in the cannula. When healon is exposed to air it will eventually dry and therefore can block or impair the flow of the solution from the cannula or could generate an obstacle to expel the healon solution smoothly. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.